Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly. No unexpected battery failed alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer reported that they were able to clear alarm. The customer¿s stated that they were able to complete rewind the insulin pump. Customer performed the self test and got the pump error alarm again. After the self test they did rewind the pump and same error occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.